Event description:
It was reported that, "broke during surgery, rep says there was no over tightening. The bottom snapped and fell into the pt, surgeon was very upset about it. Retrieved the piece that fell.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Methods, results, and conclusions will be made available following an engineering eval.